Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - an unknown residue was noted through the catheter holes and outside the device. The catheter presents some kinks along the entire body. The metal cannula presented a kink. Additionally, it was noticed that the white material from the packaging card was adhering to the coated sections of the catheter's pigtail. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during preparation for a percutaneous transhepatic biliary drainage procedure, the catheter body was damaged. As flexima catheter was opened and prepped for use it was noted that the catheter body was "irregular and uneven." The device was not used and the procedure was completed with another of the same device. However; returned device analysis revealed that a portion of the packaging was stuck to the device.